Event description:
It was reported that exit block occurred two days post im- plant. The atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was squeezed and the distal insulation damaged at 27 cm from the connector pin. The damaged distal insulation resulted in an intermittent short circuit between the coils.